Event description:
Additional information received indicated the device was reprogrammed to resolve the event and the patient was in stable condition.

Event description:
It was reported that the device delivered inappropriate therapy for atrial fibrillation due to programmed settings. Abbott technical support recommended reprogramming to resolve the event, however no intervention has bee performed at this time. The patient was in stable condition and will continue to be monitored.